Event description:
Customer states the device's battery will not take a charge. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.